Event description:
It was reported that approximately 5 months post stent graft implant at the venous anastomosis of a left upper arm av graft, an 80% stenosis with associated thrombosis was identified within the stent graft and at the arterial anastomosis. Pta was performed successfully within the stent graft and the body of the av graft, and mechanical thrombectomy and pta were performed at the arterial anastomosis to successfully restore flow throughout the av circuit.

Manufacturer narrative:
The lot number was provided. The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The investigation is currently underway.